Event description:
A report was received that the patient underwent an ipg explant procedure due to discomfort at the pocket site. The patient had lost weight (not device related). The patient is reportedly doing well.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to inadequate stimulation.

Event description:
A report was received that the patient underwent an ipg explant procedure due to discomfort at the pocket site. The patient had lost weight (not device related). The patient is reportedly doing well.

Manufacturer narrative:
The explanted ipg was not returned to bsn as they were discarded by the medical facility.